Event description:
It was reported that the insulin leaked from the reservoir into the reservoir compartment of the pump. No further details mentioned.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.